Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.